Manufacturer narrative:
(B)(4). The user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, the patient experienced a skin reaction. The date of issue is an estimate. The sensor was inserted in the upper buttocks on (B)(6) 2017. The skin reaction was located at the adhesive patch. The reaction was described as dry, red and had spread 2-3 inches. On (B)(6) 2017, the patient visited their general practitioner (gp) and was prescribed epiderm ointment to treat the skin reaction. At the time of contact, the patient was doing okay. No additional event or patient information is available.